Manufacturer narrative:
Concomitant medical products: product ID: 5024m-52 lead, implanted: (B)(6) 1992.

Event description:
It was reported that during a device changeout the right ventricular (rv) lead exhibited low impedance, undersensing, no p-waves in bipolar configuration. When attempting to hook up to the new generator the numbers were not stable. It was also noted the right atrial (ra) lead had a visible tear in the outside insulation. The decision was made to cap and replace both leads. No patient complications have been reported as a result of this event.